Event description:
The doctor claims that the graft was used in 1999 for hemodialysis access (location unattainable) and although the procedure went fine, the patient returned a few days later with a graft infection. The treatment for the infection is not attainable. The graft was removed, but will not be returned. The patient's condition is not attainable. Note: the exact incident date is unk by the doctor and is approximate.